Event description:
A report was received that the patient was not receiving stimulation. An impedance check revealed high impedances on the lead. The patient underwent a revision procedure and it was noted that the lead was broken just above the lead anchor. The physician chose to replace the lead.

Event description:
A report was received that the patient was not receiving stimulation. An impedance check revealed high impedances on the lead. The patient underwent a revision procedure and it was noted that the lead was broken just above the lead anchor. The physician chose to replace the lead.

Manufacturer narrative:
The returned product analysis confirmed the complaint. The lead passed mechanical tests performed. Visual inspection revealed the lead body had a pronounced kink near the distal end where the lead appears to have been sutured. All cables were broken/severed in this spot. The fracture site is 1cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the reported high impedances.